Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: product inquiry states the drill, ao small gamma3 to be the subject product. No further associated products were reported. Review of the manufacturing and of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The cutting edges close to the breakage are deformed and show material damage. Material is displaced. The damaged cutting edges clearly indicate contact of the drill to a hard object(s) with remarkable resistance. The drill is not sharp anymore. The drilling spiral is completely sheared off at the level of approx. 43 mm from the tip. Appearance of the breakage surfaces, the course of the breakage line as well as the absence of plastic deformation indicate a (forced) brittle break of the device due to overload, most likely by bending stresses. The breakage may be caused by drilling under misalignment and / or contact with a hard object (e.g. Metal). Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. No non-conformity was identified.

Event description:
Residents at the hospital, reported the following event, "during implantation of a gamma nail, when performing the drilling, drill fractured without error of manipulation, no metal/metal contact, use of guide. Changed for another drill. No adverse consequences or delay reported by the customer.

Event description:
Residents at the hospital, reported the following event, "during implantation of a gamma nail, when performing the drilling, drill fractured without error of manipulation, no metal/metal contact, use of guide. Changed for another drill. No adverse consequences or delay reported by the customer.